Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was in vacation in (B)(6) a few days ago and went swimming in the pool with the pump on. Customer realized this and got out of the pool. Customer had a button error alarm and could not clear it. Customer also got moisture under the lcd screen. Customer took the battery out and left it out. Customer has been using a back-up needle plan. Customer put in a new battery and the pump reset. Customer stated that the moisture disappeared. Customer gave himself a bolus after the pump started working. Customer gave a bolus of 19.0 units. Customer got a max bolus exceeded message. Customer stated that the pump reset itself and numbers would appear. Customer got a black circle on the pump and no buttons are now working. Customer's blood glucose was reported as 19.1 mmo/l and 27.4 mmol/l. Customer was advised that the up or down button may be stuck. Customer was advised that the pump will need to be replaced.